Manufacturer narrative:
The insulin pump alarmed during the basic occlusion due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error. The customer had tried resetting the device but they cannot clear the alarm. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).